Event description:
The customer reported that during a hysterectomy, the device jaws would no longer open. The tissue around the jaw was cut to remove the device. There was no pt injury.

Manufacturer narrative:
(B) (4). (B) (4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.